Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the (B)(6) 2018. Failure of crystal y1. Upon receipt, the pad clock was out of synchronization and rtc errors were observed in the device memory. The user would have been alerted with a ¿warning, device service required¿ prompt alongside a flashing red status led. The fault was attributed to an issue with the y1 crystal, which was found to be unstable and had caused the pad clock to stop incrementing. The y1 crystal is an integral component within the rtc circuity. The fault could not be replicated following replacement of y1. The device performed and passed self-tests up to the (B)(6) 2018. It is therefore assumed that the crystal had failed after this date. Due to the stress testing carried out in this investigation, the device shall be retained and replaced with another hdf-3500.

Event description:
Device service required prompt, green status indicator flashing. There was no patient involved in this event.